Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device had a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device had a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the battery wire harness assembly and the power pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.